Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Due to no device (or photo) being returned for evaluation, the complaint could not be confirmed. The DHR review, complaint history review and manufacturing mitigation analysis did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. There are multiple inspections in place during the manufacturing process which makes it unlikely that a manufacturing nonconformance contributed to the reported event. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the patient¿s severe calcification in the valvular structure (severe native annular and leaflet calcification) likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the delivery system was unable to be de-aired due to a hole in the balloon. The stopcocks were changed and it was still not possible to de-air the nf+ delivery system balloon. The guidewire lumen was flushed. The negative pull cycle was repeated. After the 4th negative prep, there was still a constant stream of bubbles and the system would not de-air. A small amount of fluid was injected and it was discovered that there was a leak in the balloon. There was no difficulty removing the balloon cover and hemostats were not used during removal of the balloon cover.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection of the returned catheter found a kink on the flex shaft (most likely due to shipping) 8 inches from the distal end of the flex tip. There were no visual manufacturing abnormalities noted. During leak testing, the device was unable to successfully be de-aired. Continuous air bubbles were introduced into the syringe. A gross leak was observed from the inflation balloon during the de-airing attempt. Upon closer observation under magnification, the leak site was observed to be a linear cut/slice in the balloon. Dimensional analysis of the balloon found the balloon wall thickness met specifications. The complaint of balloon leakage was confirmed, but no indication of manufacturing non-conformance was identified in the returned device. All devices are inspected at multiple levels for the issue observed in the returned device. Close visual inspection of the leak site on the inflation balloon did not reveal the presence of gel spots or fish eye, and instead showed a slice/cut consistent with that caused by mechanical damage or contact with sharp objects. Engineering review of manufacturing mitigations indicated that it is unlikely that a leak in the inflation balloon was present during production. All devices undergo pressurization at several stages, and the proximal balloon cover protects the inflation balloon area during packaging. The balloon cover was not returned, and engineering was unable to visually confirm whether or not it had been compromised. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds this month¿s control limits for this failure mode. Therefore, no corrective or preventative action is required.